Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6, -13.0/3.5/094 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to glare/haloes. This resolved the problem. Cause of the event is reported as unknown. Reportedly, patient strongly requested removal and no replacement.

Manufacturer narrative:
Corrected data: b5: the lens was explanted on (B)(6) 2023. H6: off label-1494- acd<3.00 at the time of implantation. Claim# (B)(4).